Manufacturer narrative:
Review of labeling and of pt blisters with the designer dr. (B)(6) it was determined that the user did not ensure the pt while prone the pt's head position was not in the neutral position. A neutral position and pt monitoring can ensure abrasions do not occur.

Event description:
During the use of the proneview cushion insert, two pts had skin abrasions on their chin and cheek.